Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. (B)(4).

Event description:
Customer reported via phone call that insulin pump had motor error. Customer¿s blood glucose was unknown. Customer stated that drive support cap was normal and customer was able to rewind the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.